Event description:
It was reported that the customer received a button alarm. Customer had high blood glucose levels (200 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.